Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient later complained of continued si joint pain. The surgeon determined that the most caudal positioned implant was malpositioned and showed lucency. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the implant and placed a longer ifuse implant in a more ventral position. The status of the patient following the revision is not known.